Manufacturer narrative:
Device code 2923 should have been included in initial MDR. Result code 213 should have been included in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Patient code 3191: secondary surgical intervention, laser surgery should have been included in initial MDR. Claim# (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -7.00 diopter lens into the patient's left (os) eye on (B)(6) 2019. The surgeon reported excessive vault and performed lens rotation to 90 degree on (B)(6) 2019. This resolved the problem. The patient is comfortable and the remaining refraction was corrected with laser surgery.